Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with an acute blood pump system. It was reported by the vad coordinator that the motor overheated, both motor and console were changed out. Despite increasing speeds, flows did not increase as expected. New motor on new console began to overheat and the decision was made to change the pump. Thrombus was found throughout the impeller. Add'l info rec'd as per vad coordinator "pt has been unable to wean from rvad due to high pulmonary artery pressure (pap). Pt also has a history or renal failure, urosepsis, and trach.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed during the evaluation of the returned device. Thrombus was found inside the pump near the inlet port and the thrombus was extracted for visual inspection. The shape and texture of the extracted thrombus suggests that it had formed outside of the pump housing. Traces were left on the tubing wall where it appears to have initially formed; however, its specific origins could not be conclusively determined. The housing and rotor were examined and no anomalies were found. The pump was sterilized and connected to a test motor without issue, and the unit operated a mock loop at various speeds and at maximum flow without issue. The evaluation was unable to conclusively determine at what point the thrombus developed with regard to the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.